Event description:
Additional information was received that one week following the implant of this transcatheter pulmonary valve, trivial tricuspid regurgitation was observed and antiplatelet medication was provided. One year following the valve the implant of this transcatheter pulmonary valve, mild tricuspid regurgitation was observed and patient remained on antiplatelet medication. 2 years and 1 month following the implant of this transcatheter pulmonary valve, tricuspid regurgitation of moderate severity was observed.

Manufacturer narrative:
Updated data: b2 b5 additional codes ==================== corrected data: e1 - corrected from amakubo to 2-1-1 amakubo medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 1 month following the implant of this transcatheter pulmonary valve, tricuspid regurgitation of unspecified severity and tricuspid valve damage were observed. It was noted that the severity of the valve was not severe. Additionally, the patient's right ventricular dysfunction had possibly mildly progressed. There was no treatment provided. Per the physician, there was no relationship between the tricuspid regurgitation/damage and the device or implant procedure.